Event description:
It was reported that the patient developed bacteremia. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2011 (B)(6); vedr01 implantable pulse generator 2011 (B)(6). (B)(4).